Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the rx tenku coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The rx traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo, below bifurcation lesion in the circumflex artery with moderate tortuosity, moderate calcification and 99% stenosis. A 2.0x12mm rx traveler balloon dilatation catheter (bdc) was advanced without any resistance noted; however, during the first inflation at 12 atmospheres/ 20 seconds the balloon ruptured. The bdc was simply removed and another nc traveler bdc used to successfully complete the procedure. Reportedly, the balloon was soaked prior to use; however, was prepped (air aspiration) inside of the patient anatomy. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.